Event description:
Nurses needed to cool a patient and grabbed the arctic sun pads to apply. When peeling away the paper backing to expose the gel to stick to the patient, the sticky gel adhesive came off of the pad with the paper backing. Unable to use and a new package was obtained from the stock room. Manufacturer response for articgel pads, (brand not provided) (per site reporter): I spoke to bard field assurance and they are sending me shipping material.